Event description:
The physician intended to implant an endeavor sprint drug-eluting stent in a lesion in the cx with 80% stenosis, moderate tortuosity and a little calcification. Lesion pre-dilation was performed using a 1.5 x 20 mm balloon for 4 inflations. 70% stenosis remained following pre-dilation. Resistance was encountered advancing the endeavor sprint device to the target lesion and force was used in the attempt to advance the device. The device could not cross the lesion and was removed. Stent struts were observed to be damaged on removal. No abnormalities were noted during preparation of the device or inspection prior to use. Patient status post procedure was stable and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared. The stylette was stuck in the inner lumen. A number of struts on the 1st four distal stent segments were raised and overlapping. The remaining segments were intact. Cine image review: procedural images provided for review confirm the presence of two lesions, at the ostium of the lcx and in the mid lcx. A narrowing of the vessel distal to the lesion in the mid lcx is visible. There are images confirming numerous balloon inflations at the lesion sites. The attempted delivery of the stent to the lesion in the mid lcx is captured on the images.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (root cause of the reported event was most likely due to patient lesion morphology). Failure to follow instructions (force used in the attempt to advance the device). Inherent risk of procedure (stent deformation, failure to deliver the stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (root cause of the reported event was most likely due to patient lesion morphology). User error contributed to event (force used in the attempt to advance the device). Known inherent risk of procedure (stent deformation, failure to deliver the stent).